Event description:
The customer reported that she accidentally bolused 3.7 units of insulin. The bolus history shows 37 grams of carbohydrates that it was entered with 137mg/dl. Explained the customer that bolus wizard will give the estimate boluses based on what was entered into the device. Days later, the customer stated that she was hospitalized due to high blood glucose over 600mg/dl. The customer stated that she was throwing up and feeling sick. The customer mentioned that her synthroid medication was too much, and since the medication was changed, her blood glucose has been fine. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.